Manufacturer narrative:
The reported events were helix mechanism issue, high capture threshold and high pacing impedance. A complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found over-torqued of the inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over-torqued of the inner coil. The reported event of high capture threshold was confirmed. Electrical testing did not find any indication of conductor fractures. Electrical testing found internal shorting due to over-torquing the inner coil inside the connector region which cause the high capture threshold. The reported event of high pacing impedance was not confirmed. Visual inspection of the lead did not find any other anomalies.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the final parameter testing, the right ventricular (rv) lead was noted to exhibit high pacing impedance and high capture threshold resulting in complete loss of capture. Attempts to reposition the rv lead were unsuccessful, as the helix failed to extend despite adequate turns and cleaning. The rv lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.